Manufacturer narrative:
The event states death and the cause of death is unknown or not provided. The vast majority of these events are most likely not related to the device. In this case, the patient¿s physician alleged that there may have been device involvement. Minimal information regarding this case was provided and attempts to get additional information are ongoing. Therefore, the root cause cannot be determined at this time. If new information becomes available, a supplemental report will be filed. The device was not returned for evaluation as the device remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 21 mm pericardial aortic valve expired after an implant duration of four (4) months. The cause of death was not provided. Per medical records, the patient had an ejection fraction of 65% after initial implant. The patient had excellent wall motion of the anterior wall, the septum, the lateral, the inferior and posterior walls. The right heart also moved well. The 21 mm aortic valve showed good seating with no paravalvular leak and trace aortic insufficiency with a central jet that was consistent with the physiology of the valve. The patient has an uneventful postoperative course and was discharged on pod #7. A follow-up echo approximately four (4) months later showed an ejection fraction of 30%. The patient expired approximately two (2) days later due to unknown reasons.